Manufacturer narrative:
The insulin pump was received with intermittent button response on the moisture damage noted on keypad traces noted. No unexpected ticking or scrolling of numbers noted during our testing. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. No belt clip was returned with the insulin pump.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer took out the battery to reset the pump but the number kept ticking. Customer was attempting to bolus when the issue occurred. Customer stated that the numbers kept scrolling. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that her belt clip also broke a week ago.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.